Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced nerve stimulation over the implant site of the implantable pulse generator (ipg). It was noted that the left ventricular (lv) lead has high threshold values. The lead was reprogrammed post implant due to the thresholds and twitching. The lead remains in use. The device has subsequently been inactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
Further information indicates the ipg was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.